Event description:
It was reported that a patient presented for an implant procedure on (B)(6) 2022. During the procedure, the patient's heart rate began to increase and blood pressure lowered shortly after fixating the right ventricular lead. An intraoperative echocardiogram showed that blood was present in the pericardial space, indicating cardiac perforation. The procedure was completed, and then a pericardial drain was placed without further issues. The patient's heart rate and blood pressure returned to baseline and the patient was stable post procedure.